Event description:
Patient with subglottic and tracheal stenosis following a traffic accident 1 1/2 years ago. Tracheal stent placed emergently replacing t-tube in trach. Returned home and was in mild to moderate respiratory distress for a few days. Spent 1 or 2 nights at a neighbor's house who had air conditioning, then visited local emergency dept. Improved after breathing treatment. Then sat up in bed, could not breathe, collapsed. Md at bedside within 30 seconds. Could not "bag" ventilate pt. Pt starting seizing and was given suxamethonium and was intubated. Still was unable to "bag" ventilate pt. Endotracheal tube advanced until hub in mouth, with no improvement. Patient expired. Autopsy declined.